Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v794133, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was having problems with her stimulator and was not sure if she had the stimulation on the right setting or not. The patient experienced a shocking or jolting sensation. The patient was having bad pain down her right leg and the day prior to the report she was having such pain down her leg, she could not lift it up. The patient was also having pain shooting ¿so bad¿ in the vaginal area. When the patient turned down the stimulation it helped with the pain and she could get up and walk, but she was still having pain in the vaginal area and the lower back, she even took a pain pill. The patient mentioned that she was doing physical therapy because of a lot of problems with her back. The patient thus had diathermy and deep tissue massages the day prior to the report. The patient stated that it started hurting the night prior to the report and it hurt worse on the day of the report. The patient stated that she ¿aint never had a pain like this.¿ the patient noted that she had not had any problems with s timulation until she started doing the physical therapy with her back and was not sure if anything had pulled loose or not. The patient verified that stimulation was on and on program 3. The patient stated that she had not done anything to it before because she had not needed to change the setting. The patient was assisted in turning the stimulation down from 2.0 to 0.9. The pain came when she got up to walk and it was still painful. Additional information was requested, but was not available as of the date of this report.